Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) system triggered a lead safety switch (lss) due to a high out of range right ventricular (rv) pacing impedance measurement of greater than 3000 ohms. There was some stored events due to oversensing of myopotential noise causing syncope. Boston scientific technical services reviewed the available data and recommended lead integrity testing. The rv lead was suspected to be fracture however a chest x-ray was performed and did not confirm any anomaly. The device was reprogrammed to unipolar temporary. Additionally, the patient was hospitalized due to the syncope and asystole. The duration of asystole is not known. The patient is currently being monitored. The plan is to replace the competitor rv lead with another competitor lead. Thii patient is pacemaker dependent. Subsequently, the crt-p and competitor rv lead were explanted and replaced, and there were no additional adverse patient effects reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).